Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after receiving 44 shocks due to an arrhythmic storm. The device appropriately detected and provided therapy. The physician was concerned the shocks were ineffective. Due to the high number of shocks, therapy exhaustion occurred. The patient was provided drug therapy to interrupt the arrhythmia. No changes were made to the system. No adverse patient effects were reported.